Manufacturer narrative:
The device is still in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient with this right ventricular (rv) lead was found to be deteriorated. Technical services (ts) discussed the reason why lead insulation can be compromised. Ts recommended to discuss this with the physician. No additional adverse patient effects were reported. The rv lead remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) lead was found to be deteriorated. Technical services (ts) discussed the reason why lead insulation can be compromised. Ts recommended to discuss this with the physician. No additional adverse patient effects were reported. The rv lead remains in service.